Event description:
A pt reported blood glucose results "__9.5 and_7.4_mmol/l" with a lifescan meter, performed within _10_ minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.